Manufacturer narrative:
H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed in both samples including clear passage and pressure testing which revealed a leak in the hand pump between the assembly of the top cap and barrel tubing in the upstream part of both samples. The reported condition was verified. The cause of the condition was due to improper bonding during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot # (additional information): the lot was suspect as the customer has the lot in their supply. (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set leaked at the top of the hand pump. The set was used with normal saline. This was observed during priming. There was no patient involvement. No additional information is available.